Event description:
Event is now reportable based upon the analysis completed on 08/27/2007. It was reported that during a drug eluting stenting treatment procedure, there was difficulty crossing the lesion. The 75% stenosed lesion was located in the severely tortuous and severely calcified distal left anterior descending artery. It was predilated with a 1.5mm balloon. The 2.50x24mm taxus liberte stent was unable to cross the lesion. The patient status is good with no complications reported. However, device analysis revealed stent damage.

Manufacturer narrative:
Initial visual examination noted the presence of stent damage. One proximal stent strut was bent back distally. A recommended size guidewire (0.014 inch) was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No additional product analysis or external evaluations were performed. A review of the shop floor paperwork for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. Taking into consideration the type of damage analyzed and the results of the thorough investigation completed, handling damage would be the most probable root cause.